Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received three inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). All therpy was exhaused after the six shocks. A boston scientific ts consultant reviewed the report findings with the health care professional (hcp). Currently, this device remains in service. No additional patient adverse effects were reported.